Event description:
Additional information was provided indicating that the iol was replaced with the same model and a 1.5 difference of diopter power. In the surgeon's opinion, the iol did not cause the event and that the cause of the event was that the patient ended up slightly farsighted.

Manufacturer narrative:
Based on additional information received, post initial report submission, this event does not meet criteria for reporting as a serious injury. With the additional information, it has been determined that our device was not the contributory cause of the event as the replacement iol was 1.5 diopters different from the originally implanted iol; which would reasonably suggest a preoperative calculation error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation, the patient experienced blurry vision. The iol was exchanged approximately seven months after the initial implantation. The clinical reason for the exchange was reported as mechanical complication of the lens. Additional information has been requested.